Manufacturer narrative:
No device analysis results are available as the location of the device remains unknown. The site elected to perform a recalibration using electrocardiography. Per the IFU, right heart cateterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system. Additional information was requested and is unavailable at this time.

Event description:
Monitoring pulmonary arterial hypertension using an implantable hemodynamic sensor publication info: chest elsevier inc. (2019). One patient required one device recalibration using echocardiography at month 20.